Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the surgeon was using a driver that broke off inside the screw. The star tip broke off in the screw when the surgeon was backing a screw out. The piece stayed in the screw and he was not able to get it out. As it was broken off flush with the star recess in the screw head, it did not interfere with placement of the rod in the screw head. There was no surgical delay. The procedure was successfully completed. There was no harm or consequence to the patient. Concomitant devices reported: t20 screwdriver shaft (part number 279702050, lot gm4047601, quantity 1). This report involves one (1) unknown screw. This is report 2 of 2 for (B)(4).